Event description:
Material#: 309646; batch number#: unknown. It was reported that the bd syringe 5ml ll sp125 had a scale marking issue. The following information was provided by the initial reporter: verbatim#: mat#302995 lot#4024483 bd logo is right under the 10ml graduation under the syringe and difficult to read and the staff mix-up the lines. Mat# 309646 lot# unknown same issue as above. Customer has samples.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects were observed. The reported defect is not a true defect and is a design-related inquiry so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4171452. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.